Event description:
A report was received that a patient was experiencing intermittent stimulation. The lead was exhibiting high impedances on several contacts. An x-ray was taken and did not show any abnormalities with the lead. The physician believes the lead may be fractured. The patient has chosen not to move forward with a revision at this time.

Event description:
A report was received that a patient was experiencing intermittent stimulation. The lead was exhibiting high impedances on several contacts. An x-ray was taken and did not show any abnormalities with the lead. The physician believes the lead may be fractured. The patient has chosen not to move forward with a revision at this time.

Manufacturer narrative:
A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing intermittent stimulation. The lead was exhibiting high impedances on several contacts. An x-ray was taken and did not show any abnormalities with the lead. The physician believes the lead may be fractured. The patient has chosen not to move forward with a revision at this time.

Manufacturer narrative:
Additional information was received that the patient's precision® system was explanted. The explanted lead was not returned to bsn as it was discarded by the medical facility.